Manufacturer narrative:
Insulin pump passed displacement test; it failed self test. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and the volume of each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. Unit received with a crack on the battery tube which extends to the top where the battery threads are located. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the buttons were slow to respond and they had to press the button 10 times to get them to respond and it was mainly the center button and the bottom arrow that intermittently didn't work. Customer stated that numbers were not ramping on their own also the scroll bar was not moving with no input. Customer stated that buttons work right now but issues were intermittent. Customer stated the insulin pump was dropped. Customer stated the button was not unresponsive during an easy bolus attempt. No harm requiring medical intervention was reported. The device will be returned for analysis.